Event description:
Failure of both crrt machines that the hospital has on a critically ill patient on ECMO. Patient was hooked up to dialysis machine #1. The crrt machine was unable to maintain the temperature level if running at less than 500ml/hr. Current on last pm check passed on (B)(4) 2012. Next pm due (B)(4) 2013. Biomed eventually determined the problem to be an issue with temperature sensors. Attempted to put onto an alternate crrt machine that failed as well. The second machine #2 was later determined to have a problem in the power logic board. The patient was off crrt for approximately 36 hours during trouble shooting and attempts to fix. Attempts to obtain a loaner machine were futile. Machine #1 became operational when the temperature sensors from machine #2 were borrowed and placed on machine #1, after the machine was tested and calibrated. The part for the power logic board was ordered.